Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: review of the black box data revealed several power on reset records. The returned battery cap was damaged and unable to be secured properly to the pump. A test cap was used to complete the investigation. On investigation, the pump powered on normally. Investigation did not duplicate the ¿no power¿ complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the battery compartment had a crack in it from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.